Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the cd1700 analyzer has been generating platelet results that are lower than results from the reference lab. One pt example was provided. A pt with colon cancer had a platelet result of 85,000/ul generated by the cd1700 analyzer. The pt was not given her chemotherapy since her platelet was below 100,000/ul. The sample was sent to a reference lab which obtained a platelet result of 120,000/ul. The pt returned for her treatment the following day. The account stated this issue has occurred with other pts but no data was provided. Treatment to pts has not been delayed by more than 1 week.